Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company rep reported hospitalization. Customer stated that the insulin pump stopped working. Customer declined to discuss the details. Nothing further reported.